Event description:
Cpi rec'd info that this possis sutureless lead was removed from svc due to oversensing and noise. The lead was capped and replaced. Two possis leads; both model 4320, are involved in this pt's lead sys. Cpi is unable to determine which serial has the problem.